Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented to the emergency department with stabbing chest pains. There was not a programmer available to interrogate the implantable cardioverter defibrillator (ICD), but the patient had brought along their remote monitoring communicator. The interrogation showed stored episodes of ventricular tachycardia (vt) that were successfully treated with anti-tachycardia pacing (atp) therapy. There was evidence of loss of atrial capture in the electrograms. The clinician at the hospital reported the atrial lead appeared to be dislodged on x-rays. It was noted the patient had already undergone an atrial lead replacement due to dislodgement of their original ra lead. It was considered that the dislodged ra lead may have been causing the patient's vt, but no device reprogramming was able to be performed due to lack of a programmer. The local sales representative provided instructions for applying a magnet to inhibit shock therapy should that become necessary. The patient was sent back to the implanting facility, and three days later this ra lead was explanted and replaced. At the procedure, it was noted the lead was pulled tight, and the suture sleeves were not secure, allowing the lead to move freely. High pacing thresholds were also observed. No additional adverse patient effects were reported. The explanted lead was not planned to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.